Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results once completed. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918usqs7ezci hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 400 mg/dl while wearing the pod for an unknown duration. The patient¿s spouse reported the cannula had dislodged from the patient¿s arm, preventing insulin delivery.